Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed. There is no reported pump malfunction and the pt has stated that the hypoglycemia was due to gastroparesis. The pt remained on insulin pump therapy during the hospitalization and continued to use the pump with no reported subsequent events.

Event description:
The pt was hospitalized for hypoglycemia.